Event description:
It was reported that the ventilator generated alarms for high peep (positive end expiratory pressure). There was no patient harm. (B)(4).

Manufacturer narrative:
Our field service engineer (fse) was dispatched to investigate the reported issue. It was not possible to duplicate the reported high peep (positive end expiratory pressure) alarms. The ventilator passed all safety and functional tests and was returned to medical service. Provided ventilator logs confirm the reported alarms for high peep. A high peep alarm will occur when the measured end expiratory pressure is above the preset of default alarm limit for three consecutive breaths. The first remedy action according to the user's manual is to check the patient's breathing system. As no parts were replaced, it has not been possible to determine the root cause of the reported event.

Event description:
Manufacturer's ref #: 255747.